Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The prestataire confirmed the patient experiencing hyperglycemia with diabetic ketoacidosis due to issues with the pod deactivating after a "shutdown" alarm.

Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched, measuring out of specification at 1.135 in. In length. It could not be determined when this damage occurred. The download data showed that an 0x29 hazard alarm was generated by the pod. The 0x29 alarm is an auto-off alarm generated when the user does not interact with the pdm within a period of time programmed by the user. The auto-off alarm is a safety feature of the device, not a failure of the device. The download data contained no timeouts or drive stalls, indicating that there was no signs of struggle to deliver insulin before the alarm was generated. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.